Event description:
The device was returned for routine preventative maintenance; no alleged problems. During the repair evaluation, it was discovered the raas (remote alarm/alarm silence) connection was not functioning properly; would not allow the remote alarm to sound. There was no patient involvement; malfunction detected on technician's bench.